Manufacturer narrative:
Product event summary: analysis was unable to confirm that the programmer had a serious error that could not be cleared, it passed incoming functional testing. However, the programmer was found to have extensive internal corrosion.

Event description:
It was reported that the programmer had a serious error that could not be cleared. The programmer has been returned for service. No patient complications have been reported as a result of this event.